Event description:
It was reported that the connection created a spark.

Event description:
It was reported that the connection created a spark.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected for damages and the rf (radio frequency) connector on the receptacle board has burn marks. The console booted up without issues, however, when connected to an rf probe and powered with the coagulate function an error was seen. A known good receptacle board was installed and the console passed a functional and power test. Probable root cause is the receptacle board. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.